Event description:
A gore viabahn endoprosthesis was used for the treatment of a fusiform and subarticular popliteal aneurysm. A 8mm x 10cm viabahn device was successfully implanted from an ipsilateral approach in the popliteal artery. It was reported to gore that at a 12 month check up the CT scan revealed a large endoleak with aneurysm perfusion. The leak was believed to be related to a fracture of the stent and complete tear in the eptfe at the level of the articular interline. The pt was successfully treated with another viabahn stent graft.

Manufacturer narrative:
This event was from the following literature article: abouliatim I, ei alaoui k, majewski m, becquemin j. Complete rupture of polytetrafluoroethylene-covered endoprosthesis after exclusion of a popliteal aneurysm. Ann vasc dis 2011;4(3):245-247.